Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device generator change. During the procedure, an insulation abrasion was noted on the patient¿s right atrial lead. Prior to the procedure, the lead tested normally and was stable. The physician elected to repair the lead by suturing a modified lead cap over the breach. The lead tested normally following the procedure. The patient was stable.